Event description:
The pt reported that they are having loss of therapeutic effect. An x-ray revealed that the pt's catheter was dislodged. The pt's status was reported as good. No pt treatment details were reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.